Event description:
It was reported that the patient complained of weakened stimulation and discomfort at the ins pocket site. The battery was replaced.

Manufacturer narrative:
Product ID 37742, serial# (B)(4), implanted: 2007 (B)(6), product type programmer, patient product ID 3708340, serial# (B)(4), implanted: 2006 (B)(6), product type extension, product ID 3587a, lot# n0050797, implanted: 2006 (B)(6), product type lead, product ID 3550-09, lot# lb4100, implanted: 2003 (B)(6), product type accessory. (B)(4). Analysis of the neurostimulator model 37701, serial (B)(4) found no anomaly.